Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the customer was taken to his doctor and the doctor feels that the insulin pump may had caused the high blood glucose. Troubleshooting was performed. The customer felt excessive of thirstiness and urination. The infusion set was changed every three days. Reviewed the programming, bolus history, basals, daily totals and everything seems to be correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.